Event description:
It was reported that the patient underwent a replacement procedure as the spacer appeared to be broken. No patient complications occurred. A new spacer was successfully implanted.

Manufacturer narrative:
Analysis of 101-9812 (lot 800292) was performed and the complaint was confirmed. Visual examination of the returned implant revealed the spindle cap was completely sheared off from the implant body. The damage to implant indicates failure likely due to excessive loading on the implant. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage is noted within the IFU as a potential complication associated with the use of the device.

Manufacturer narrative:
H6 patient code; 3191: no code available was used as there is no equivalent FDA code for surgical intervention. Analysis of (B)(6) (lot 800292) was performed and the complaint was confirmed. Visual examination of the returned implant revealed the spindle cap was completely sheared off from the implant body. The damage was sufficient to preclude functional testing. The damage to implant indicates failure likely due to a combination of deployment against resistance, e.g. Bone, and physician failing to correctly attach the inserter to the spacer. The investigation concluded that the reported complaint was confirmed. The most probable cause for this complaint is unintended use error caused or contributed to event.

Event description:
It was reported that the patient underwent a replacement procedure as the spacer appeared to be broken. No patient complications occurred. A new spacer was successfully implanted.

Event description:
It was reported that the patient underwent a replacement procedure as the spacer appeared to be broken. No patient complications occurred. A new spacer was successfully implanted.